Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set medical device type: fpa a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® push button blood collection set there was a retraction issue - does not retract (button will not engage). The following information was provided by the initial reporter: the customer stated "the needle failed to retract."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but three [3] photos were provided by the customer for investigation. Three (3) photos samples were submitted for evaluation which displayed a pbbcs unit. A visual evaluation of the retuned photo displayed the needle was partially retracted. The needle hub stops at the bottom of the rear barrel. The reported failure mode of retraction issue is confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® push button blood collection set there was a retraction issue - does not retract (button will not engage). The following information was provided by the initial reporter: the customer stated "the needle failed to retract."